Manufacturer narrative:
A zoll field service engineer (fse) went to the customer site to evaluate the device. During evaluation, the fse was unable to confirm or duplicate the customer's reported issue. The device was run for 1.5 hours with no issues found. Performance check and patient circuit calibration were performed and the unit passed. The vent is operational and meets OEM specifications.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. UDI # was not provided and is unknown at this time.

Event description:
Complainant reported that the vent does not oscillate. Complainant did not indicate any adverse effect to the patient.